Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor transcatheter aortic valve are chosen for implantation. During the first attempt at implantation, the patients blood pressure dropped to 30 mmhg. The navitor was pulled to the ascending aorta and waited until the blood pressure returned to around 70 mmhg. Pacing was applied to stabilize valve placement. The device was re-sheathed four times without replacing the valve and delivery system. In the final attempt, pacing 100 beats per minute (bpm) was applied at the final release, but blood pressure was still around 30 mmhg so pacing was terminated. After deployment at a depth of 4mm, pericardial effusion and subsequent cardiac tamponade was observed. Pericardiocentesis was performed but was unsuccessful due to limited imaging, so the patient was converted to surgery. The effusion was drained but the location of the effusion could not be determined. It was thought a perforation had occurred in the right side of the heart. After surgery the patient was reported to be stable. The patient remains hospitalized. The non-abbott intracardiac echocardiography (ice) catheter may have contributed, but the cause of the pericardial effusion is unknown.

Manufacturer narrative:
An event of hypotension, pericardial effusion, and cardiac tamponade during the procedure was reported. Information from the field indicated that the device was re-sheathed four times without replacing the valve and delivery system. Additionally, it was reported that the non-abbott intracardiac echocardiography (ice) catheter may have contributed, but the cause of the pericardial effusion is unknown. Based on available information, conclusive causes for the hypotension, pericardial effusion, and cardiac tamponade could not be determined. Please note per the instructions for use, "caution: do not re-sheath the valve more than two times. If additional positioning attempts are needed, completely re-sheath and remove the valve from the patient. Use a new valve and delivery system to complete the procedure.".